Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported to have had high blood glucose of 600 mg/dl. Customer removed infusion set and treated with manual injection; customer reported that blood glucose was lowered. Customer did not look at cannula, therefore, did not notice if cannula was bent. Customer declined transfer to helpline.